Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic cholecystectomy, at the beginning of the procedure, the device misfired the clip repeatedly popped out. The clips were not able to load properly into the jaws at any point during use. Although the handle could be squeezed and the jaws could close. The issue was resolved by using another device from a different manufacturer to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaws were coplanar. The tissue stop was noted to be disengaged. The handle was in the neutral position. The jaw assembly was observed to protrude out of the shaft. The clip indicator was not active. It was reported that at the beginning of the procedure, the device misfired, the clip repeatedly popped out, and the clips were not able to load properly into the jaws at any point during use. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of disengaged tissue stop. The product analysis noted evidence that the device was not used as intended. This issue may occur when the distal end of the instrument is subjected to excessive manipulation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.